Event description:
Caller states that at her doctor's office her device read 289mg/dl while the doctor's device read 82mg/dl. Tests were reportedly done at the same time. No treatment was provided. No quality controls were used. Requested return of suspect device and replacement was sent.